Event description:
Customer reported hospitalization due to an infection at site. Customer stated that she was given a 9mm cannula instead of 6mm. Customer's blood glucose reading at the time of the hospitalization was 450 mg/dl. Customer reported symptoms of throwing up and having high temperature prior to the hospitalization. Customer also had an urine infection. Customer was given manual injections and treated for the infection at the hospital for one day. Customer also reported receiving an error alarm during the manual prime. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.